Event description:
It was reported that the insulin pump alarmed failed battery test, which could not be solved by several battery replacements. The blood glucose reading was 169 mg/dl. Troubleshooting did not resolve the issue. The customer stated that the battery had not seemed to be working properly for the past week and a half. She observed little white crystals at the base outside of the black seal of the battery compartment. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the idle current test, run current test, self test, and off no power test. No unexpected failed battery test alarm noted. However, the device was unable to rewind due to cold solder on one of the components of the motherboard assembly. The unit had cracked case on the lcd display window corners, minor scratches on the lcd display window, crack on the battery tube threads, crack on the reservoir tube lip, and cracks on the reservoir tube.